Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the primus stopped automatic ventilation during a case and generated a ventilator fail alarm. There was no injury reported.

Manufacturer narrative:
The ventilator motor has been replaced and was returned for evaluation. The unit was assembled into the periphery of a lab device and subject to several tests. The motor could start up operation normally but it was determined that there are some positions where the contact between collector and carbon brushes was disrupted due to wear and tear. This will lead to fluctuations in rotation speed and in consequence to deviations detected by the piston position supervisor system. The device is designed to shut down automatic ventilation to prevent from serious damages and to post a corresponding alarm. Monitoring functionality as well as gas dosage remains unaffected. The evaluation of the log file confirms this expertise: two encoder check errors have subsequently occurred about half an hour after start of procedure and the device has responded as specified. The workstation was used in manual ventilation mode for another 28 minutes before it was set to standby. The motor is designed for a lifetime of 10 years which would equal to 13.000 hours per standard operation model. The particular motor is 14 years old and had lasted for 17.500 hours before wear and tear resulted in the first sporadic failures during use. For the individual case this can be considered well-acceptable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The user was obviously able to continue the procedure in manual ventilation as intended; no patient consequences have occurred. The repair exchange of the motor has put back the device into a fully operable state.

Event description:
Please refer to initial MFR report #9611500-2018-00070.